Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10am, the patient alleged the issue started. The patient informed the cca that he manages his diabetes with insulin (self adjusting). It is not known if the patient made any changes to his usual dose of insulin; however, the patient claimed that on (B)(6) 2012 at 8pm he had less food and/ or drink. It is not known the reason for why the patient made a change to his diet. On (B)(6) 2012 at 1:00am, the patient reportedly developed "hypoglycemic symptoms" and emergency medical services (ems) were called. The patient reported that ems tested his blood glucose and obtained a result of "42 mg/dl" with their meter and then treated him with glucose tablets or glucose gel. At the time of troubleshooting, the cca confirmed the meter's battery did not need to be replaced. The cca also noted there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood sugar due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.